Manufacturer narrative:
Product event summary: at analysis it was determined that the upper case, battery release, battery drawer and side bails were contaminated, the lower case was broken and contaminated, the keyboard was damaged and scratched and the serial number label was damaged. All found defective parts were replaced and all other identified issues were resolved.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.